Manufacturer narrative:
Add'l info will be provided, once investigation is completed.

Event description:
It was reported by the sales rep that during an arthroscopy case, the ceramic white end and metal part fell off the probe. In another instance, the ceramic tip stayed on but the metal tip fell off. Another probe was available and the case was completed. Allegedly, x-rays were taken and no metal tips were found.